Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases(fold), wear abrasion, yellow particles, and an opening on posterior. Leak test and microscopic analysis was performed which identified opening creases(sharp), stress marks and delamination of valve (<75% partial separation). Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage based on the device analysis the final assessment is an opening crease(sharp) on anterior due to fold(flaw) opening, and a delamination(partial) of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.